Event description:
The pt is reportedly experiencing lock issues due to a thick skin flap. Steroid treatment (type unk) was given to help thin the pt's skin flap, however it was unsuccessful. Device revision and skin flap surgery is being considered. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.